Event description:
Pt's dobutamine therapy bag was mixed to last for 8 days at the scheduled rate per hour, but was being changed every 7 days by the nurse. The bag was changed as regularly scheduled on 10/25/96. When the 11/1/96 bag change was due, the nurse noted that the bag was virtually filled, although the volume infused on the pump read 511 ml. And the volume remaining in the bag read 65 ml. The pump in fact had not infused the stated volume, and never alarmed for an occlusion which would have prevented the fluid from infusing from the pump . Pt was mildly short of breath and his oxygen was applied with relief of symptoms. A new pump was brought to the home and the infusion restarted without further incident.